Manufacturer narrative:
Inherent risk of procedure (infection). Patient's condition affected effectiveness of device (systemic infection related to dental work). Conclusion: other- lack of information (the explanted stent graft was not returned). Device failure/lack of effectiveness related to patient condition (systemic infection related to dental work).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. The pt called and reported that there was infection and the stent graft was explanted. Further info was received documenting the pt had a systemic infection related to dental work that was done. The explanted stent graft was retained by the medical facility. No additional clinical sequelae were received.